Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The c4481 pin received was made to revision 6 and met specifications of drawing cc481 rev. 6, but did not meet the updated tolerance requirements of c4481 rev. 7. An eco has been implemented to address this reported issue.

Event description:
It was reported that the 2.8 steinman pin from the ar-9207s univers ii / eclipse pin kit would not fit through the vaultlock guides. The surgeon tried on power and hand. In addition, the rep removed the pin and guide from the sterile field and tried; but it was physically impossible to fit the 2.8 pin through. The case was completed by opening an ar-9507s for the 2.4 guide pin. See source data and images attached.